Manufacturer narrative:
Examination of the submitted device revealed evidence suggesting device loosening in vivo. The investigation could not draw any conclusions about the root cause of the device loosening or reported patient infection. The investigation did not find any evidence of product failure or product contribution to the reported event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt revised for infection and loose tibial tray between cement/implant. Depuy mfg 2 each cement.